Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The nc trek balloon dilatation catheter (bdc) was used for post dilatation. During removal, resistance was noted and force was applied. The tip and the 8-12 inches of the distal end of the delivery catheter broke off. It was noted that the balloon did not completely deflate; which was not initially realize when attempting to remove the bdc. An additional guidewire was advanced beyond the bdc in an attempt to remove the device, but was unsuccessful. The bdc including the separated portion was able to be removed by pulling the device by pulling it out with the guide catheter as a single unit. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported deflation issue appears to be related to operational context; however, the reported difficulty removing the device and separations appear to be related to user error. It was reported that the balloon did not completely deflate, which the physician did not initially realize when first attempting to remove the balloon dilatation catheter (bdc) resulting in the balloon being removed partially inflated and subsequently force was applied to remove it. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. Additionally, the warning section states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the balloon being removed partially inflated resulted in the reported difficulty removing the device and as force was applied the device ultimately separated. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.